Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed and was determined to be use related. One 3cg tls stylet and an approximately 8.5 cm long catheter segment were returned for evaluation. An initial visual observation showed what appears to be blood residue on both samples, and the distal tip of the stylet was observed to be missing. Multiple kinks were observed between magnets near the distal end of the stylet. A microscopic observation revealed the polymide tubing of the stylet was slightly plastically deformed at the fracture site and the fracture site was observed to be just distal to a magnet. The fracture site of the core wire of the stylet was observed to be tapered and flat and granular in texture, which is evidence of tensile failure. The characteristics of the fracture site as well as the damage observed near the fracture site suggest that the stylet was most-likely damaged during manipulation and ultimately broke due to excessive withdrawal force. The product IFU states: ¿flush the catheter with sterile normal saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal¿ and ¿never use force to remove the stylet.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the nurse reported that she was placing a PICC on (B)(6) 2017. She stated she pulled back the 3cg wire, cut the catheter, tightened the wire to lock it in place and was about to insert it into the patient when the wire slid out of the catheter and fell onto the bed. No reported patient injury. (B)(6) 2017 - returned stylet is broken with the distal tip missing.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the nurse reported that she was placing a PICC on (B)(6) 2017. She stated she pulled back the 3cg wire, cut the catheter, tightened the wire to lock it in place and was about to insert it into the patient when the wire slid out of the catheter and fell onto the bed. No reported patient injury. 10/13/2017 - returned stylet is broken with the distal tip missing.